Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer entered the blood glucose value instead of the carbohydrate value (139 grams, instead of 55 grams for carbohydrates). The pump recommended a 5 unit bolus and the customer delivered the bolus. Customer's blood glucose level decreased to 45 mg/dl. Contact indicated that blood glucose level was rising with remaining insulin-on-board, and juice/food would be consumed.